Event description:
The customer reported that the system would produce a black screen with a heptagonal in the center during fluoroscopic x-ray. No pt injury was reported.

Manufacturer narrative:
The customer requested that the system be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.